Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call inulin pump shut off and did not receive a low battery alert prior. Customer reported that issue had been going on for a year, but used to receive a low battery alert. Customer's blood glucose was unknown. During troubleshooting, alarm history showed an external ram crc error alarm and an unexpected restart alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.